Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) using a prismax machine, 26ml of heparin was infused within an hour instead of 1.1ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was evaluated on-site by a baxter qualified technician and the syringe pump needed calibration of the force sensor as a proactive measure with no impact on the anticoagulation delivery. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Based on the analysis of the record of the treatment log file, the prismax performed as per product specification and delivered the prescribed and programmed amount of anticoagulation fluid. Should additional relevant information become available, a supplemental report will be submitted.